Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. Device passed the rewind, basic occlusion, prime and displacement tests. It was unable to program multiple basal rates and perform the unexpected restart error test due to error alarms.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose over 600 mg/dl. The insulin pump alarmed motor error. Blood glucose value was 366 mg/dl. The drive support cap is recessed. The device was not exposed to a magnetic field. A motor position encoder error alarm was found in the alarm history and customer stated the basal rate settings were deleted. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.